Event description:
The customer reported that the device failed to display a patient's ECG while using a 3-lead patient monitoring cable. One of the nursing staff accidentally tripped over the patient monitoring cable afterwhich the patient's ECG was displayed normally. There were no adverse affects to patient care reported as a result of the alleged malfunction.